Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade 4, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5089388 that a female patient underwent an unknown breast surgery with an unknown mentor gel breast implant experienced postoperative bilateral grade 4 capsular contracture with calcification, and unexplained systemic symptoms, including heart murmur, tiredness, short of breath, asthma, heart and lung problems, atrial fibrillation, wheezing, and chronic and acute inflammation of the placenta. The patient also reported being placed on bed rest at (B)(6) pregnant to prevent preterm labor, and she also experienced difficult delivery during childbirth that resulted in emergency c-section. The patient was unable to breast feed because of capsular contracture with very sore breasts. In addition to the patient¿s symptoms, she also reported that her daughter developed severe allergies and moderate asthma. Her daughter was born full term but suffered from strep b in the bloodstream and a mild heart murmur shortly after birth, and required longer hospital stay. The patient underwent explantation on (B)(6) 1993. This medwatch report is for implant 1 of 2.